Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller stated that the patient claimed that the implanted device is shocking her when she walks through metal detectors or security gates at stores. Troubleshooting was unable to be performed because the caller dropped. No further complications were reported.